Event description:
It was reported through the litigation process that the filter struts perforated the inferior vena cava wall extending into the mesenteric fat and the filter migrated above the renal veins from the infrarenal position. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight days of post deployment, a computed tomography angio (cta) chest was performed and it revealed there are bilateral segmental and subsegmental pulmonary emboli. Three months later, a computed tomography (CT) abdomen was performed and it revealed that the filter has its tip just superior to the renal veins. One year later, a computed tomography (CT) abdomen was performed and it revealed that the filter has its tip just superior to the renal veins and some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2019. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2019).

Event description:
It was reported through the litigation process that the filter struts perforated the inferior vena cava wall extending into the mesenteric fat and the filter migrated above the renal veins from the infrarenal position. The current status of the patient is unknown.